Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The information regarding the device is unavailable.

Event description:
It was reported by the affiliate that during an unknown procedure the first stopped delivering the needles. The other does not open properly. They have a third one that they have used instead in these cases. No patient issue and a prolonged surgery time: 10 min/case.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: device manufacture date. The complaint device was received and evaluated. Visual observations revealed that upper jaw is slightly bent. When the device is operated, the jaws do not open at once. It appears that there might be internal component failure in the handle which is preventing the jaws to open. Hence the complaint of will not open/close is confirmed, and the complaint of will not release is not confirmed. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliates via email that the first device stopped delivering the needles.the other device does not open properly. Third one have been used instead in these cases. There was no patient harm but had a prolonged surgery time for 10 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional event information received on 10/16/2018. Answer to additional information request: the correct amount is two. We received two devices for this compliant but there was originally 2 in the quantity under the two impacted product.